Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Ongoing autoimmune disease [autoimmune disorder] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 03-jul-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2011, 1249 days after essure (ess205) insertion, she experienced autoimmune disorder ("ongoing autoimmune disease"). On (B)(6) 2026 she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the autoimmune disorder had not resolved. The outcome of medical device removal was unknown. No causality assessment was received for essure (ess205) with regard to autoimmune disorder or medical device removal. The reporter commented: patient¿s current status: ongoing autoimmune disease actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.